Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station went to the boot screen and would not boot properly. A technical support specialist (tss) stated that the customer informed that the issue was fixed. Then, the tss remotely accessed the station and reviewed the med application log, finding no internal issues or errors. The root cause of the problem was identified as remote smart service (rss), indicating remote connectivity issues. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis went to the boot screen but failed to boot properly. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.